Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a pulmonary arteriovenous malformation (avm) using pod packing coils (podjs). During the procedure, the physician deployed and detached a pod4 in the avm using a lantern delivery microcatheter (lantern). The physician then opened and advanced a podj in the avm. While attempting to retract a podj out of the avm for repositioning, the podj unintentionally detached; therefore, the physician used a snare device to remove the detached podj from the patient. After waiting a while, the initial pod4 had sufficiently embolized the avm and there was no need to use another coil. The procedure was ended at this point. There was no noted damage to the lantern after removal. Additionally, there was no report of an adverse effect to the patient.